Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin transmission, the ventricular lead exhibited noise. The patient was asymptomatic. No intervention was performed and the patient would continue to be monitored.